Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the fill estimate was inaccurate and customer would "go through insulin faster". Customer reported the inaccurate reading would later adjust itself to the correct reading. Customer declined tandem technical support's offer to troubleshoot. Customer's blood glucose was 450 mg/dl.